Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump turned off. Display turned back on after the pump was plugged into the charger. Pump requested a new cartridge to be loaded. There were no alerts or alarms found in the pump history. Blood glucose was 280 mg/dl.